Manufacturer narrative:
The customer reported complaint of the autopulse platform (sn: (B)(4)) makes a slight grinding noise when the band starts to retract a few inches and stop was confirmed during the review of the archive and during functional testing, however, the machine turn off by itself was not confirmed during testing. The root cause was determined to be a defective drivetrain motor and it was replaced to remedy fault ua16 and the grinding noise. After replacement of the drivetrain motor and routine maintenance performed, the platform was subjected to the run_ in test using the 95% patient test fixture (large resuscitation test fixture) with the returned customer's battery sn: (B)(4) for 15 minutes and the autopulse platform passed all the testing and meets all required specifications. Visual inspection was performed and found interface label was damaged. Autopulse platform is a reusable device, therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. The event log showed ua28 (loss of clutch connectivity) occurred on the reported event date of (B)(6) 2017, thus confirming the reported complaint of the grinding noise. Functional testing was performed and it was observed that the platform makes the grinding noise when the band starts to retract and will retract a few inches and stop and then ua16 (timeout moving to take-up position) fault was exhibited. The reported issue of the machine turn off by itself could not be reproduced. The platform was run with multiple batteries and the autopulse platform stays on after compressions, then the platform was power off and on with no issues found. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
The autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported during shift check that the autopulse lifeband was found unable to retract when turned on. Customer stated that this occurred with two different bands both new out of the box. Customer also reported that the platform makes a slight grinding noise when the band starts to retract and will retract a few inches. The machine turns off by itself. The autopulse will then not restart until the battery is removed and re-inserted. No patient involvement was reported.